Event description:
Customer reports receiving inaccurate readings in blood glucose tests. Customer received readings of 134 mg/dl compared to lab result of 80 mg/dl within 10 mins. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Customer's product has been requested back for investigation.